Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: a50321. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: 151521. UDI:(B)(4)_gtin not found. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information has been obtained.